Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery occurred on (B)(6) 2015 due to a non-union that went onto failure. The original implant date was on an unknown date (approximately july 2012). All hardware was removed and new hardware was placed. The hardware included an intact locking compression plate, and a total of sixteen 5.0mm titanium screws; 7 of which were broken towards the head. All broken pieces and fragments were easily retrieved by the surgeon; there is no device available to be returned for evaluation. The revision surgery was satisfactory with no time delay; surgeon was satisfied with the outcome. This is report 1 of 3 for (B)(4).